Event description:
A customer observed positively biased valproic acid (valp) results for two levels quality control fluids. Pt results were not reported. There was no report of pt harm as a result of this event. Note: there are two consecutively numbered forms that are being filed for this event. There are two devices involved. The root cause of the event involving the quality control samples is unk (MDR # 1319808-2008-00326).

Manufacturer narrative:
Investigation into this event found that there is no evidence to suggest that the vitros 5,1 fs analyzer or valp reagent pack was not performing as expected. The root cause of this event is unk, however, valp pack reagent handling could not be ruled out as a potential root cause. The suspected root cause is consistent with using the valp reagent pack beyond the MFR's recommendations as stated in the instructions for use for the valp reagent.